Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 103 mg/dl, 175 mg/dl, and 275 mg/dl; 138 mg/dl and 300s-range mg/dl. Sets of readings were taken at different times. Customer felt symptoms of hyperglycemia with the readings and took 10 extra units of lantus insulin to feel better. The customer did not provide with which set of readings she took the lantus. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.